Manufacturer narrative:
Combination product: yes, corrected the initial reporter information. Reference CAPA# nc-24-004. Only the stent was returned and subjected to a technical analysis. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In the as-returned state the stent was located on the transportation wire inside the protector cap. The stent is not deformed or damaged. The transportation wire is kinked about 34 mm distal to its proximal end. The stent shows no damage or irregularity. The delivery system was not returned. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
While preparing the orsiro drug-eluting stent system, after pulling out the stabilizing wire, the dislodged stent was found inside the removed protection tube.

Manufacturer narrative:
Combination product: yes. Only the stent was returned and subjected to a technical analysis. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In the as-returned state the stent was located on the transportation wire inside the protector cap. The stent is not deformed or damaged. The transportation wire is kinked about 34 mm distal to its proximal end. The stent shows no damage or irregularity. The delivery system was not returned. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to (B)(4) percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.